Event description:
During a pci/stenting procedure, deflation difficulties were encountered outside of the pt body. The lesion being treated was a 90% stenotic lesion in the proximal rca. The dr used the express2 monorail to successfully direct stent the rca lesion. The express2 monorail stent was deployed at 14 atms. The balloon was then used to post dilate at 18atms. The balloon was deflated and withdrawn from the stent without incident. Upon removal, the balloon rewrap appeared "rough". The dr inflated the balloon to 18 atms for rewrap and was unable to deflate the balloon. There were no pt complications as this occurred outside of the body. A 6f terumo introducer sheath, a 6f mach1 fr4 guide catheter, a getz route guide wire, a maverick2 balloon catheter and a sheeman inflation device were also used in the procedure.